Manufacturer narrative:
D4: lot #: suspected lot r23e20109. E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected right below the drip chamber. This occurred after spiking an unspecified bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the bag contained an unspecified ¿pressor¿ (vasopressor). The device was received for evaluation. A visual inspection with the naked eye was performed which noted the tubing was separated from the drip chamber. There was no evidence of a lack of solvent during the tubing inspection; the solvent was applied uniformly in the circumference of the tube. A dimensional test was performed on the tubing and the results were according to specification. The reported issue was verified. The cause of the condition was manufacturing related; potentially due to excess solvent application by the automatic assembly machine, which could let the tubing slide out of the bond. A batch review was conducted on the suspected lot (expiration date, 05/22/2025, manufactured 05/22/2023) and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.